Manufacturer narrative:
The returned product(s) was not analyzed for the complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient received two leads with the same lot number. It was reported the patient's leads have migrated (confirmed by x-rays). The patient stated having suffered a fall in (B)(6) (exact event date unknown). Subsequently, surgical intervention was undertaken to explant the leads. Replacement of the leads was unsuccessful (reference MFR report# 1627487-2015-26647) which resulted in a full system explant.